Event description:
Med watch # 340010-2012-55 was received and a copy will be included with the report. This is 1 of 12 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment. The plate and screws functioned properly as designed in that they provided sufficient fracture fixation to allow bony healing. In the intended posterior position, the shape of the plate is such that it should not impinge on an ulnar nerve in the anatomic position. The actual position of the nerve post-injury and varying anatomy could possibly have contributed to the nerve being in an abnormal location. In addition, this is a stainless steel plate. It is known that stainless steel can elicit sensitivity reactions in some patients. The ulnar nerve compression could have resulted from abnormal anatomy, a reaction to the nickel in the plate, or damage from the original traumatic event without any effect from the implant. The design risk assessment was reviewed and found to be adequate for the intended use.